Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, granulomatous sarcoidosis (cutaneous sarcoidosis) was deemed to meet the serious criteria of required surgical intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This MDR is related to 3013840437-2022-00034 referring to the same patient . This spontaneous report was received from a us physician and concerns a (B)(6) female patient. The patient was injected with radiesse, into the cheek (off label use of device). The patient was previously treated with radiesse, on a couple of occasions. She was also treated in the past with voluma and juvederm, into the cheeks (higher on the cheeks than radiesse) and around the mouth. After the radiesse injection, the patient experienced two small nodules on the left cheek. The patient had no pain or inflammation and no growth of those two papules. The physician performed a biopsy, on the right and left cheek. On (B)(6) 2021, the patients laboratory data included a skin punch biopsy showing non-necrotizing granulomatous dermatitis with neutral involvement and superficial to deep nodular mixed b and t cells infiltrate. The histology report for both biopsies findings raised a differential diagnosis that included an infection as well as granulomatous processes such as granulomatous rosacea and sarcoidosis. The paraffin blocks were sent for infectious molecular studies. The infiltrate is polymorphous and mixed and there is no diagnostic evidence to support a lymphoproliferative disorder. In a few areas there was a suggestion of non-polarizable foreign material in the giant cells, but this was not a diagnostic. Clinical correlation was recommended. Both biopsies (left and right) showed similar features and were described together. The biopsies consisted of a small to medium sized lymphoid involving the superficial and deep dermis extending into superficial subcutaneous tissue with occasional larger cells and histiocytes. There was no epidermotropism. The majority of the cells were cd3-positive t cells with an intact expression of cd5 and mixed cd4 and cd8-positive cells. Cd30 highlighted scattered larger cells, consistent with activated lymphocytes and tia-1 was expressed in the cd8-positive cells (a normal pattern). Scattered b cell aggregates were seen (highlighted by cd20 and pax-5), but no definite expression of bcl-6, cd10 or bcl-2 was seen in the b cells. Bcl-1 was positive in scattered histiocytes. In situ hybridization stains for kappa and lambda light chains demonstrated a polytypic plasma cell population. Cd68 and cd163 decorate histiocytes, which were negative for s-100. Eber was negative. Special stains for microorganisms (gms and afb) were negative. The results of pcr test were negative for non-tuberculous mycobacterial species. Clinical correlation was recommended, with consideration for sampling if additional lesions developed or if the lesions persisted. Since the granuloma (also reported as nodules and papules) was removed, the patient had no other problems. Due to the provided information, the outcome of the events granulomatous rosacea and granulomatous sarcoidosis was considered as resolved. The outcome of the event infection was unknown. The physician suspected that the material seen on the biopsy could be from radiesse a couple of years ago since voluma and juvederm were injected higher on the cheeks and around mouth and was wondering if the material was consistent with radiesse.